Event description:
An ovation prime abdominal stent graft system was implanted to treat an abdominal aortic aneurysm. The two year follow-up, CT showed disengagement of the right iliac limb from the common iliac vessel. The physician believes that the limb disengaged due to anatomical changes. A re-intervention is planned at a later date to place an additional iliac limb. As of the date of this report, there have been no patient sequelae reported.

Manufacturer narrative:
Remains implanted.